Manufacturer narrative:
Due to character limit e1 event site name : (B)(6). To troubleshoot a slow iab pump refill or start the helium tubing was first inspected for any blood or discoloration the iab fill key was then pressed and held firmly with the pad of the finger for about 2 to 3 seconds extended to 3 to 4 seconds if required followed by restarting the pump when the alarm recurred the tubing was rechecked for any abnormalities as the alarm triggered multiple times within an hour the issue was escalated for further support additionally a video of the alarm and pump behavior was recorded to assist with further assessment. Gas gain or loss in the iab circuit occurred when a gain or loss of gas was detected the alarm was activated when the cumulative shuttle gas gain or loss exceeded 5 cc relative to the last autofill volume it was also triggered when the iab inflation period was 80 msec and the deflation period was 250 msec in cases where no leaks loose catheter connections or catheter occlusionsrestrictions were identified and it was confirmed that the patient was experiencing febrile or tachycardic conditions the probable root cause of the alarms was considered to be iabp related the patient was slightly febrile and mildly tachycardic which might have contributed to the gas loss alarm.

Event description:
It was reported by the customer via emergency support program line, that cardiosave intra aortic balloon pump (iabp) had repeated gas loss alarms and went to standby. Pump was taking up to a minute to restart.there were no patient harm or injury was reported.